Manufacturer narrative:
Additional information will be provided within 30 days of receipt.

Event description:
A physician could not fully retract the needle of an outback re-entry catheter back into the catheter during prep. The device was not used in a patient. The device was being prepped according to the instructions for use. The procedure was successfully completed with another outback unit.